Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered less than intended. At an unspecified time, the device was programmed to deliver isolyte solution at a rate of 84ml/hr, with a vtbi (volume to be infused) of 2000ml, for a duration of 24 hours, it was reported at 0000, the nurse noted that only 1000ml had delivered, instead of the 2000ml expected. At that time, it was reported an unspecified physiological solution was infused. No programming parameters were provided. There were no reported adverse pt effects. No medical interventions were reported. At an unspecified time, it was reported the device was removed from clinical service. Though requested, no add'l event info was provided.